Event description:
It was reported, the aspiration needle broke off inside the patient's right main stem during diagnostic endobronchial ultrasound-guided fine-needle aspiration procedure. The physician used the bronchoscope with forceps and retrieval basket to retrieve the needle and a piece of plastic from the patient's right main stem. During the process of removing the needle, the bronchoscope was severely damaged. The procedure time was extended with patient under general anesthesia, due to the time if took to remove the broken device. The procedure was completed with a similar device. There was no report of patient injury.

Manufacturer narrative:
Corrected field: b5, there was no report of patient injury. Updated fields:h3, h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned in a brown box which included the device with a broken piece and some foreign materials in a cup. Based on the results of the investigation, olympus confirmed the customer allegation that the part of the sheath is detached from the rest of the sheath. Foreign materials were found inside sheath tubing as well as kinks. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the aspiration needle broke off inside the patient's right main stem during endobronchial ultrasound-guided fine-needle aspiration procedure. The physician used the bronchoscope with forceps and retrieval basket to retrieve the needle and a piece of plastic from the patient's right main stem. During the process of removing the needle, the bronchoscope was severely damaged. The procedure time was extended with patient under general anesthesia, due to the time if took to remove the broken device. The procedure was completed with a similar device. There was report of patient injury.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.